Event description:
Per the clinic, the patient experienced an open wound, infection, redness, dried blood, and scabbing over the magnet at the implant site following an MRI procedure (specific date not reported). It was reported that the MRI procedure was performed without the necessary precautions, including the application of a pressure bandage. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.